Manufacturer narrative:
Additional information: b3/d10, b5, h4, f10/h6: component codes (update code), h6 (update codes), h11. B3/d10: the events occurred on unspecified dates of november 2025, further described as "over the last week". B5: the event was observed with at least four (4) devices and was further described as "an issue with the connection". H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of one-link standard bore catheter extension sets leaked from an unspecified location. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.